Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8295713; medical device expiration date: 2020-02-29; device manufacture date: 2018-10-22. Medical device lot #: 8040575; medical device expiration date: 2019-06-30; device manufacture date: 2018-02-09. (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, the issue was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and the defect could not be replicated. Root cause description: based on the investigation, a root cause could not be determined from the photo and could not be replicated using bd single use holder and multi sample needle. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2e (edta) plus blood collection tubes had air bubbles in them after sample collection, and subsequent bubbles formed in many after analysis. Lot # 8295713 was reported to have had 100 occurrences of the event, and lot # 8040575 was reported to have had an unknown number of occurrences. The following information was provided by the initial reporter, translated from french to english: "significant presence of foam in the edta tubes immediately after sampling and several subsequent ones even after analysis."